Event description:
Patient's daughter reported, left side "prominent lymph nodes in the internal breast chains". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "prominent lymph nodes in the internal breast chains." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, h6.

Event description:
Patient's daughter reported left side "prominent lymph nodes in the internal breast chains." The device remains implanted.